Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported they saw a power on reset (por) message before the implantable neurostimulator (ins) was replaced. Relevant medical history includes other chronic/intract pain (trunk/limbs).